Manufacturer narrative:
The product in question has been requested for return for eval, but has not yet been received. A lot history review has been requested but has not yet been completed. At this time we do not have specific adverse event info, however, due to the treatment info received thus far, this is being reported as a worst case. If add'l medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling: single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
On (B)(6) 2011, our (B)(6) affiliate was made aware of an adverse event that occurred in (B)(6). The pt reported that on (B)(6) 2011, he/she received an order of acuvue oasys contact lenses (cl). After insertion of first pair of lenses, the pt experienced discomfort, removed the cl and wore glasses. On (B)(6) 2011, the pt inserted a second pair of cl and the pt's eye became irritated, the right eye (od) more than the left eye (os). The cls were removed at that time. The pt experienced pain, photophobia and tearing of the od that night. The pt bought anti-inflammatory drugs at a pharmacy and the situation became worse. On (B)(6) 2011, the pt went to an emergency department, was prescribed antibiotics and "other drugs." The following day the pt's symptoms worsened and the pt was referred to an academic clinic. The pt was treated in a hospital. At this time it is not clear as to whether or not the pt was hospitalized. When the pt's symptoms became "stable" the pt requested to go home. While at home the symptoms worsened. The pt contacted the academic clinic, obtained his/her medical records and was referred for further treatment. As of (B)(6) 2011, the pt was receiving treatment twice a week. No add'l info has been received. The pt's medical records have been requested.